Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed that the first priming got completed prematurely, resulting in early completion of second priming. Timeouts and drive stall were observed in the beginning of the pod operation data that led to early completion of priming and caused failure in deploying needle. The actual cause of the timeouts and drive stall could not be determined.